Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same patient event. The other is 1220246-2017-00209 ((B)(4)). The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and/or additional information is obtained, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer device will not be returned.

Event description:
It was reported that during a meniscal repair procedure, the ar-4502, speed cinch, lot: 10023651 ((B)(4)) did not function properly. The speed cinch successfully deployed and implanted the first implant however, the speed cinch misfired on the second implant. The first implant was removed and a second speed cinch of a different lot, lot: 10048688 ((B)(4)) was opened and again, the speed cinch successfully deployed and implanted the first implant however, the cinch misfired on the second implant. The first implant was removed however, the surgeon was unable to repair the patient's meniscus and he ended up converting to a menisectomy. The surgeon stated that he's bringing the patient back for an acl reconstruction and will reassess the meniscus intra-operatively.